Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The designer of this device, 3d systems, was notified of this complaint and an investigation was conducted. Review of the DHR revealed that all parts were designed properly and found to be conforming per applicable work instructions. No issues were identified during the investigation which would lead to the patient's reported difficulty opening their mouth. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: UK. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a bilateral tmj implantation approximately 4 months ago and is being considered for a revision procedure due to rom issues and difficulty opening their mouth. Attempts have been made and additional information on the reported event is unavailable at this time.